Event description:
Physician sent a female pt for open MRI, to rule out malignancy in armpit. Open MRI did not detect any. A few months later pt came back, became much worse and a regular MRI detected a malignancy. Physician sent another pt for open MRI of back. It detected a benign tumor (neurofibroma) in the vertebral column. Pt was scheduled for surgery when a regular MRI was done. The regular MRI detected that a spur of a disc was compressing one nerve (causing the pain) which the open MRI missed. The physician really questions the effectiveness of this device. Both instances strike rptr as being on the verge of malpractice. He is very concerned. He believes that there is room for the open MRI to do children and the overweight, but right now these facilities are advertising themselves as being able to do everyone, and rptr thinks that this is inappropriate since the images they produce are very poor.